Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp). It was reported that the stall occurred when the patient had a MRI of their knee. A rep restarted the pump and set it to minimum rate. The patient's weight was noted as (B)(6). The patient was seen on (B)(6) 2019 at which time his it pump was programmed to run on a minimal rate, with a negligible dose of the intrathecal medication. The patient reported his back pain has significantly increased, and reported intense pain with bilateral sciatica down to the feet. The patient had a fall in (B)(6) 2019; he was prescribed "norco 10/325 taking it q6h." The patient said he received it from a different manufacturer and does not feel it is as effective. The patient felt it caused and upset stomach. The patient has a history of chronic left sided low back pain with radiation down the left leg down to the calf. He stated he experiences good and bad days. He describes the bad days as excruciating sharp pain. His pain is worse with standing, bending, and walking, and improves with rest. His activity level is limited due to his pain. He denies any weakness or numbness but states his leg strength is limited secondary to severe pain. The patient was diagnosed with tendon and muscle tears in the left thigh. The patient has seen orthopedists who reviewed the MRI and prescribed him physical therapy. He continues to feel significant pain around the left knee as well as the mid and distal thigh. His pain is constant, described as a terrible intense aching pain. His pain worsens with standing and walking, which improves with rest and his pain medication. The patient has a history of chronic neck pain that starts posteriorly and radiates down the right arm to the hand/fingers. His neck pain is constant, described as aching and at times sharp pain. He experiences intermittent numbness of the right arm but denies any weakness. His pain worsens with head and neck movement in all directions, says his pain is affecting his sleep. His pain improves with rest and his "norco." The patient's neck range of motion is decreased in all directions, and tender to touch cervical paraspinal muscles, and the spurling test. The patient's lumbar range of motion is decreased on flexion, and the lumbar paraspinal muscles are tender to the touch. It was reported that the patient's pump will remain at minimum rate and they will keep the patient on a regimen of oral medications. The patient decided to leave the pump implanted and deferred explant the patient wanted to avoid surgical complications. The patient will follow up with their orthopedist. The patient had acute exacerbation of chronic low back pain, acute myofascial strain of lumbar region, acute pain due to trauma, chronic bilateral low back pain with bilateral sciatica, facet hypertrophy of lumbar region, lumbar facet arthropathy, chronic bilateral low back pain without sciatica, muscle spasm of the back, and acute pain of left knee. Concomitant medications: diclofenac epolamine (1 patch every 12 hours), gabapentin 300mg capsule (1 tablet 3x/day), hydrocodone acetaminophen 10-325mg (ever 6 hours if needed for pain), celecoxib 200mg capsule (2 tablets per day as needed), nalaxone (only if needed).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed that there was no emi (electromagnetic interference) or magnetic sources present. The pump logs showed an active motor stall with a stopped pump period may exceed tube set message. The tablet indicated that the pump had been stopped for 1,092 hours. No patient symptoms were reported. No further complications have been reported as a result of this event.